Event description:
On july 8, 2008 the lay user/pt contacted lifescan (lfs) alleging that her one touch ultra meter was powering off during use. The complaint was classified based on the customer care advocate (cca) documentation, since the medical affairs specialist (mas) was unable to reach the pt by phone. The pt reported that the alleged issue began approx 1 week prior to contacting lfs. The pt claimed she took an increased dose of insulin (5 units of levemir) as a result of the reported issue. Sometime after the issue started (date/time unk), the pt mentioned she felt the "shakes." She denied receiving medical intervention. At the time of troubleshooting, the customer care advocate (cca) confirmed there was no misuse to the subject meter; however, the pt confirmed that the battery had not been replaced as recommended in the meter owner's booklet. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.